Event description:
The surgeon performed a l4-s1 fusion on the patient on (B)(6) 2013. The patient returned to the surgeon complaining of pain on an unknown date. The surgeon discovered that the musculoskeletal transplant foundation (mtf) transforaminal posterior lumbar interbody fusion (t-plif) had migrated posteriorly from the l4-l5 disc space. He performed a revision surgery on the patient (B)(6) 2013. He removed the 11mm t-plif and put in a 13mm at the l4-l5 level. He also removed all the universal spine system (uss) dual opening hardware and replaced it with new hardware. Most of the new screws were 1mm larger in diameter than the ones he removed. He also extended the fusion up to l3. The patient now has uss dual opening hardware from l3-s1. He compressed the screws on the rods at the l3-l4, and l4-l5 levels to prevent the t-plif from migrating posteriorly in the future. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.